Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated and without the device to analyze, a cause for the reported difficult to open or close (clip jumping) and unintended movement (clip open while establishing final arm angle) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip jumping. It was reported that during preparation of the clip delivery system (cds, when establishing final arm angle (efaa), the clip opened slightly. The clip was closed and then efaa attempted again however the clip opened. The clip was unlocked and it jumped in the open direction. Efaa was attempted again however the clip opened therefore the cds was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.